Manufacturer narrative:
Product complaint # (B)(4). Additional information: b5: it was reported a patient underwent an unknown otorhinolaryngology-head and neck surgery on (B)(6) 2026 and a drain was used. In the wards/ICU, after the product was used and the patient returned to the ward, swelling occurred at night. The hospital attempted to remove the drain, they found that tissue had entered the grooved portion of the drain. They also found that the body fluid accumulated in that tissue, forming a hematoma, which caused the drain to become clogged and unable to drain. The actions the hospital took after the incident were identified are unknown. There are currently no issues with the patient¿s condition. No sample will be returned. Further details are not provided. Additional information has been requested. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "How was the patient hematoma addressed and or treated? Unk. Was the need for a drain fulfilled when the drain was removed? Unk. Was a new drain required to be placed surgically in the patient after removal of the clogged drain? Unk. However, there is no impact for the patient's health condition now. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Regarding this incident, when the affected area became swollen and the hospital attempted to remove the drain, they found that tissue had entered the grooved portion of the drain. They also found that the body fluid accumulated in that tissue, forming a hematoma, which caused the drain to become clogged and unable to drain. The actions the hospital took after the incident were identified are unknown. There are currently no issues with the patient¿s condition. The doctor commented that this occurs once every few years and they would like to consider products from other manufacturers. Additional information has been requested however and received. Procedure name? Unk. Please confirm the date of procedure (B)(6) 2026. Confirmed: (B)(6) 2026. Date of event where product had an issue? 15-jan-2026. Were there any intra-operative complications? If so, what were they? No intra-operative complications were reported; the issue was identified postoperatively. Where was the tip of drainage tube located? Unk. How was the drain secured? Unk. What was the date of first activation? Unk. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. What is the reported deficiency of the drain? Tissue entered the groove of the drain, leading to fluid retention and hematoma formation within the drain, resulting in blockage and inability to drain. Please clarify, did the patient have a hematoma or a seroma? Hematoma. Was another product used? Unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure age: unk; gender: unk; weight: unk; bmi: unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Postoperative swelling at the surgical site; onset occurred the night after surgery on (B)(6) 2026. Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? No; the drain was removed, and no piece was reported to be left in the patient. If yes-date of procedure? Not applicable. Findings, will piece be returned? Not applicable. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician believes the event occurred due to tissue entering the drain groove, causing fluid accumulation and hematoma formation that obstructed drainage; the physician commented that this occurs once every few years and is considering other manufacturers¿ products. What is the patient's current status? The patient¿s current condition is stable with no reported problems. Surgeon¿s name? (B)(6), product lot number? Unk. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How was the patient hematoma addressed and or treated? Was the need for a drain fulfilled when the drain was removed? Was a new drain required to be placed surgically in the patient after removal of the clogged drain? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown otorhinolaryngology-head and neck surgery on (B)(6) 2026 and a drain was used. In the wards/ICU, after the product was used and the patient returned to the ward, swelling occurred at night. When the drain was removed, a hematoma was found inside the drain, which had prevented drainage. The surgery was converted to another unknown surgery complete the case. No sample will be returned. Further details are not provided. Additional information has been requested.